Manufacturer narrative:
The insulin pump had intermittent button response and button error alarm due to moisture damage on keypad traces. It also had moisture damage on electronic assembly and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was dropped in the toilet. The customer stated she did not see moisture inside the device. Customer's blood glucose value was 102 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.